Event description:
A malfunction was reported by the customer through the distributor, (B)(6), based in france. There was no reported impact on the customer¿s blood glucose level. The customer decided not to return the pump, and as a result, the complaint was closed with no further actions taken.